Manufacturer narrative:
Device was received with pump error 38 during rewind due to jammed motor gearbox. Unable to confirm prime/fill anomaly due to error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose . The customer¿s blood glucose level was 411 mg/dl. Customer stated that the insulin pump was not rewinding. He customer was not treated for high blood glucose. It was unknown whether the customer was using auto mode or not. The insulin pump will be returned for analysis.